Event description:
Boston scientific received information that there was intermittent oversensing of noise on the right atrial (ra) and right ventricular (rv) channels along with low r-wave amplitude. The physician was able to recreate the noise during in-office testing. The patient was not dependent and there was no pacing inhibition or asystole greater than two seconds. It was noted that all other measurements were stable and within normal limits. The physician was concerned over possible lead or a loose header issue on the device. Subsequently a revision procedure was performed. Upon opening of the pocket insulation damage was noted on both the ra and rv leads which was determined to be a result of can to lead abrasion. A lead repair kit was used for both the ra and rv leads. During the procedure no issue was seen with the device header, thus the physician ruled out a concern over a header issue. All products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.